Event description:
It was reported that the patient had a burn line at the right hip where the electrode was set. This was confirmed a user error by the physician. Based on the investigation, the physician was using 5 needles using the 4 electrodes. The physician placed the electrode onto the side of the patient in which normally is not what the physician does. The physician used the 5th needle on the wrong electrode inside the patient. The electrode that was on the side of the patient should have been the one used for the 5th needle. This is what caused the patient injury burn.

Manufacturer narrative:
Correction to the initial MDR in block h11. Rf generator should have not been added as additional suspect device.

Event description:
It was reported that the patient had a burn line at the right hip where the electrode was set. This was confirmed a user error by the physician. Based on the investigation, the physician was using 5 needles using the 4 electrodes. The physician placed the electrode onto the side of the patient in which normally is not what the physician does. The physician used the 5th needle on the wrong electrode inside the patient. The electrode that was on the side of the patient should have been the one used for the 5th needle. This is what caused the patient injury burn.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: rfa-rf generator, upn: m365sc2218700, model: rfg-4-120v, serial: (B)(6), batch: (B)(6).